Event description:
A user facility¿s senior clinical risk advisor reported to fresenius medical care canada (fmcc) that a fresenius combiset bloodline clotted eleven minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an air detector alarm. The patient¿s estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention required as a result of this event. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: b5.

Event description:
A user facility¿s senior clinical risk advisor reported to fresenius medical care canada (fmcc) that a fresenius combiset bloodline clotted eleven minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an air detector alarm. The patient¿s estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention required as a result of this event. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s senior clinical risk advisor reported to fresenius medical care canada (fmcc) that a fresenius combiset bloodline clotted eleven minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an air detector alarm. The patient¿s estimated blood loss (ebl) is unknown. It was reported at intake that there was patient injury or illness, but what kind was not specified. The complaint device was reported to be available to be returned to the manufacturer for evaluation.